Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator had a peculiar smell. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The philips authorized service personnel (asp) confirmed the issue. In a good faith effort (gfe) response, the asp stated that the resolution to the issue was the cleaning of the filter screen. The device was operational after cleaning was completed. The investigation concludes that no further action is required at this time

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00275. All information from the original report(s) has been transferred to this report.